Event description:
The patient reported experiencing elevated blood glucose of 300-500 mg/dl approx 2 weeks ago (2007). His normal blood glucose range is around 120 mg/dl. He stated that he bolused through his infusion device and his blood glucose continued to elevate. He stated that he then became ill and vomited. He also experienced symptoms of frequent urination and thirst. The pt went to the emergency room where he was admitted to the hosp and treated IV fluids and insulin injections. Testing confirmed ketoacidosis and blood glucose levels of 580 mg/dl. The pt's infusion device was removed while in the hosp and he has been using injection therapy since that time. The pt stated that the hosp assumed the infusion device was not properly delivering insulin. The pt stated that he re-uses his insulin cartridges at least twice before discarding. He was advised not to re-use insulin cartridges. He stated that his piston rod was at least 2 years old and his adapter was at least 1 year old. He was advised to change his piston rod and adapter every 6-12 months. The pt does not have a backup infusion device. Product was replaced and requested to be returned for eval.